Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated, had no magnet response and no pacing output. The device had been checked approximately three months earlier and had a longevity estimate of 8-36 months. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.